Manufacturer narrative:
Cracked battery tube threads and a cracked case at the display window corner were noted during inspection. The unit also had a cracked reservoir tube lip and minor scratched liquid crystal display window. The insulin pump was also received with a cracked and bleeding liquid crystal display glass.

Event description:
It was reported that the insulin pump had cracks near the battery compartment and around the insulin pump's display window. The caller did not know the blood glucose reading.